Event description:
It was reported that atrial lead noise was noted on the stored electrocardiograms. The physician elected not to take any action at this time. The patient was fine and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).